Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Legal matter.

Event description:
It's alleged by the attorney, through the filing of a legal claim, that the patient underwent surgery for a right intertrochanteric femur fracture on or about (B)(6) 2016 where she was implanted with a stryker gamma 3 trochanteric orthopaedic nail. It is further alleged that on (B)(6) 2017, the patient discovered that the gamma 3 trochanteric orthopaedic nail had been broken. On or about (B)(6) 2017, the patient was forced to undergo a right total hip replacement.

Event description:
It's alleged by the attorney, through the filing of a legal claim, that the patient underwent surgery for a right intertrochanteric femur fracture on or about (B)(6) 2016 where she was implanted with a stryker gamma 3 trochanteric orthopaedic nail. It is further alleged that on (B)(6) 2017, the patient discovered that the gamma 3 trochanteric orthopaedic nail had been broken. On or about (B)(6) 2017, the patient was forced to undergo a right total hip replacement.

Manufacturer narrative:
The reported event could not be confirmed since no product and no medical records (e.g. X-rays) have been provided. The review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. No nonconformity or corrective action had been filed for the item in question. Potential implant breakage had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling states that such an implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing, including but not limited to osteoporosis and / or diabetes. Labeling also states that an intra-operatively damaged implant is at risk for breakage. No indications of material, manufacturing or design related problems were found during the investigation. With available information a real cause could not be determined. In case substantive information or the item itself becomes available, the investigation will be revised accordingly.